Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and a constant beeping due to vertical cracks on the lcd controller. The pump had minor scratches on the lcd window and a cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and continually alarms. Customer's blood glucose was 192 mg/dl at the time of incident. Troubleshooting found that the pump alarm cannot be cleared and the pump is cracked at the middle button. The customer was advised that the device would be replaced and agreed to return the product for analysis.